Event description:
It was reported that the patient presented for an implant procedure. During procedure, the atrial lead showed failed to capture. Fluoroscopy confirmed that the lead was not dislodged. Changes were made to the implant programming. The patient was stable and will continue to be monitored.